Event description:
The customer contact reported the endotool software program intermittently did not display the confirmation screen. Endotool (B)(4) was being used to manage the patient's blood glucose level. No specific parameters were provided. After an unspecified length of time in use, the nurse noted that the confirmation screen was displaying intermittently after entering the blood glucose reading. The confirmation screen contains the extra calories option that endotool uses to manage future blood glucose levels. No medical interventions were provided. Although there was potential for serious injury, the customer contact reported there were no adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).